Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the device was explanted under general anesthesia on june 27, 2024, due to extrusion of the electrode from the tympanic membrane. The patient was reimplanted with another cochlear device during the same surgery.